Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and active current test. Critical pump error not confirmed. Device received with missing segments due to moisture damage on the electronic assembly. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Device failed the sleep current test due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 143 mg/dl at the time of incident. The insulin pump will be returned for analysis.